Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. The programmer failed analyzer signals test/spares out logic low during final functional test due to the lem (link electronic module) printed circuit board assembly. (B)(4).

Event description:
It was reported during routine pacemaker followup, serious programmer problem messaged displayed on the screen. The programmer was restarted and it worked again. The error message has come up several times. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.